Event description:
It was reported the colonovideoscope had a scope communication error (e226). The issue occurred during sedation for a therapeutic colonoscopy procedure. The procedure delayed for less than 30 minute and was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error codes e216 and b30.. A root cause could not be identified. However, based on the results of the investigation, it is likely that corrosion on the plug unit contributed to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.